Event description:
It was reported that the patient described a "quick, fleeting" shocking sensation in the left armpit. The device was checked and no problems were found. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.